Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. Thrombocytopenia is a well-documented risk for patients undergoing hemodialysis. Contributing factors that increase the likelihood of thrombocytopenia include patient related diseases and comorbidities such as liver disease, uremia, sepsis, blood loss and the use of anticoagulant therapy. The nxstage one user guide states: risks known to commonly occur during treatment include decrease in platelet count. Managing all elements of dialysis treatment may help to prevent or control potential complications or physiological reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that the patient commenced continuous venovenous hemodialysis (cvvhd) with the nxstage system one on (B)(6) 2016 and then experienced a downward trend in their platelet count. After 3 days of therapy a platelet transfusion was given. Cvvhd with the nxstage system one was discontinued on (B)(6) 2016 prior to transitioning to 3 times per week hemodialysis.